Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was successfully repositioned. Defibrillation threshold (dft) testing was also performed at 21 joules with successful sensing and conversion. No further complications were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The patient was admitted into the hospital after noticing diaphragmatic stimulation. The device was interrogated and revealed rv undersensing and non-capture. X-ray revealed that the lead tip was above the right atrium and the proximal coil was near the device pocket. The patient had an underlying sinus bradycardia rhythm. The device programming was changed to pace/sense in the atrium and tachy therapy was programmed off until a revision procedure could be performed. Additional information was received that indicated that the patient successfully underwent a revision procedure and this lead was repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that this rv lead dislodged again. It was determined that the patient had twiddler's syndrome. The patient's generator was programmed off and a revision procedure was to be performed in the near future.